Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was questionable right atrial (ra) loss of capture (loc) on the presenting electrogram (egm). Technical services (ts) noted there was a run of ventricular tachycardia (vt) that should be reviewed by the clinic and that the presenting egm shoed appropriate atrial and ventricular sensing along with ventricular capture but that the ra capture is unable to be assessed from this stip. Ts recommended testing ra threshold measurements in clinic. This ra lead remains in service. No adverse patient effects were reported.